Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump felt hot while device was charging and customer thought that it may have impacted insulin. Customer reported a blood glucose (bg) level of 300 (mg/dl) that was corrected with an insulin injection. Although requested, no additional information was provided on the reported issue.